Event description:
Device issue: dislodged stent. Time of device issue: during unpacking, noticed after attempting stent placement. Adverse effect: none. It was reported that during unpacking, the xience v stent was dislodged into the protective sheath; however, this was not noticed, so the stent delivery system was advanced to the lesion. Upon inflation of the balloon, it was noticed that the stent was not mounted on the balloon. After some checking, the stent was found in the protective sheath. There was no advance patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.